Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced a non-device related fall. Shortly after, the ra lead began exhibiting high pacing impedance measurements greater than 2,000 ohms. There was also loss of capture and loss of pacing therapy reported in both unipolar and bipolar configurations. A revision procedure was performed and the ra lead was surgically abandoned. It was reported that the lead was fractured. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis of the lead was performed at the corporate laboratory. The proximal segment only of the lead was returned with a total length of 53 mm. The anode conductor appears to have been severed/cut. Due to the mechanical damage on the surface of the cathode wire, no tooling marks could be seen on the cathode fracture surface. The product analysis confirmed the fracture of this lead.